Manufacturer narrative:
(B)(4). Batch # r5981p. Device analysis: the analysis results showed that one ecr60b cartridge reload was returned unfired with one double driver out of position making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r5981p, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported the during an unknown procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.